Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. Additional evaluation, the performed investigation has shown that the retaining pin for the bayonet coupling broke off. We can unfortunately no longer establish after the fact the precise cause of the damage. We presume that a too high mechanical load caused this damage. The investigation based on the manufacturer and material documentation showed that the present item fully corresponds to the specifications. No product failure could be ascertained.

Event description:
Retaining pin broke off (spring and sleeve still at the clinic). This is 1 of 1 report for event #(B)(4).